Manufacturer narrative:
Additional information: updated with initial reporter's last name. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found in the logs and found errors pointing to a database corruption. This is not caused by a software issue. It was caused by a corrupt os on the ssd. .analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the cause of this issue was due to a corrupt file being found. The representative replaced the ssd and reloaded software and licences. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that, while in a case, after taking 2 navigated spin transfers, the navigation was not available even though [nav] tags were present. It was confirmed by the site that both spins had [nav] tags on them and was unable to manually send and received an unknown error on the mobile view station (mvs). The navigation showed "incoming" exam dialog, but no exam actually came through. The technical services (ts) had the site check the "send dosage report" option and had it enabled in igs entries. The issue could not be resolved and the site brought in another medtronic navigation to finish the case. There was a 30-minute delay to the procedure and patient impact is unknown. Troubleshooting from the representative shows that sending older exams to the system showed the patients name, however no scans could be seen on it. Further analysis from the representative shows that the first spin tried did not transfer, the rep re-booted all systems and was able to get the spin to transfer. Did the same process again and the next spin did not transfer. The issue was intermittent. The software engineering team reviewed logs and found errors pointing to database corruption. The additional ssd sent in with the re-installation of the clinical application did not correct the issue.